Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The customer replaced the sample probe prior to the arrival of the fse. The field service engineer replaced the r1 reagent syringe, ion selective electrode (ise) tubing, and ise buffer valve, which resolved the issue. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of an erroneous low sodium (na) patient result on their au680 instrument. The result was not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided examples of the results.